Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported that a 46-year-old male patient requiring impella support had encountered issues with the impella plug to aic malfunctioning. The procedure was aborted and a new pump used. There was no adverse event reported as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.